Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. On (B)(6) 2023, the implant was removed upon clinician¿s decision. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, increased sensitivity, inflammation and numbness. No further patient complications were reported.